Event description:
Pt reported the cartridge leaking 15 units of insulin during insertion. She indicated that when she places a new cartridge into the infusion device, the piston rod pushes out 15 units of insulin. Pt stated the piston rod and adapter were in use for one year. The piston rod is to be changed annually and the adapter is to be changed every 6 months. She did not report any physiological effects associated with this issue. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.